Manufacturer narrative:
The phacoemulsification machine was examined and tested by an amo field service specialist (fss). The fss found no issues with the operation of the phacoemulsification machine. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. Therefore, cause cannot be confirmed. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4) date of birth is unknown as it was not provided. Patient gender is unknown as it was not provided. Date of event is unknown as it was not provided. (B)(6) (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
An abbott's medical optics territory manager reported a corneal burn occurred in the patient's operative eye. A brief description from the surgeon indicated there was a small burn of the cornea in a patient at the incision. It was mentioned that the incisions did not close at the incisions as well as when operating with an alcon centurion at a different site in (B)(6). Although attempts were made for further information, no additional information has been provided

Manufacturer narrative:
Surgical intervention required. Event date: additional information: month and year of event was provided as the surgery center reported it as (B)(6) 2016. Additional information was provided in regards to the initial report. There were three sutures required to close the wound. The surgeon took the knife that is used in the other clinic because it seems the incision is better with the alcon vs. The knives from oasis. The patient¿s eye anatomy was of a small chamber and had an acute angle. The patient outcome is corneal astigmatism with tubular vision. (B)(4). All pertinent information available to abbott medical optics has been submitted.